Manufacturer narrative:
(B)(4). The account also can not provide shipping information. Should the device be returned, the complaint will be reopened and a follow-up will be generated to capture this information.

Event description:
The hospital reported while using fusion bioline graft. They was implanting a fusion bioline ring supported graft. They cut both the proximal and distal end of the graft to make it the correct length. When they cut the ends of the graft and noticed that the two materials started to separate and the polyester started to separate from the ptfe. They continued with the implant and said that they put in extra sutures to hold the layers together. Graft was implanted and case was finished successfully. Extra sutures were put on the proximal and distal ends of the fusion bioline graft to ensure the layers did not separate any further.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported while using fusion bioline graft. They was implanting a fusion bioline ring supported graft. They cut both the proximal and distal end of the graft to make it the correct length. When they cut the ends of the graft and noticed that the two materials started to separate and the polyester started to separate from the ptfe. They continued with the implant and said that they put in extra sutures to hold the layers together. Graft was implanted and case was finished successfully. Extra sutures were put on the proximal and distal ends of the fusion bioline graft to ensure the layers did not separate any further.